Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - event summary: it was reported by the patient (mail received) that a znn nail was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to a nail breakage. The nail breakage occurred in august. Review of received data - no x-rays have been sent to winterthur for evaluation. - the medical documentation of the patient was received for investigation. The surgical report of implantation and explantation and other patient related documents were available. Surgical report of implantation dated (B)(6) 2016: diagnosis: subtrochanteric fracture right femur suspected to be pathologic. Procedure: a znn nailing system was implanted to treat the fracture. No abnormality could be found on the surgical steps performed by the surgeon. Surgical report of explantation dated (B)(6) 2016. Diagnosis: nonunion of the right femur subtrochanteric fracture with a broken proximal im nail. Procedure: the surgeon had some difficulties to remove the lag screw and also the distal screw (cortical screw). Afterwards, a new znn nail was implanted (long). In another patient document (history and physical) admission date (B)(6) 2016, it is stated that the patient had in the past vulva cancer for which she was treated surgically and she received radiation therapy. The surgeon assumes that the delayed bone healing (nonunion) can be possible related to the post radiation changes in her bone. There are two further discharge summaries (admission date (B)(6) 2015 and admission date (B)(6) 2016) available which describes groin pain and mobility issues which was not diagnosed for several months. Her pain got worse. The x-rays showed sub trochanteric fracture of the femur. The documents do also show that the patient had disc herniation, see exam date (B)(6) 2016. In addition we received the patient implant records (implant labels) for both surgeries and the visit times of the patient. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: the patient, female, born on (B)(6) 1957 had an intertrochanteric fracture of the right femur. A znn nail was implanted on (B)(6) 2016. A revision was performed on (B)(6) 2016 due to a nail breakage. The devices have not been returned to zimmer biomet winterthur for investigation. Several patient documents were received. The nail was in vivo for approx. 9 months. The nail breakage was occurred in (B)(6) 2016. The surgical report of explantation describes that the nail was broken due to non union. The normal bone healing process did not occur. It is also mentioned that the patient had in the past vulva cancer for which she was treated surgically and she received radiation therapy. The surgeon assumes that the delayed bone healing can be possible related to the post radiation changes in her bone. However, an exact root cause for the nail breakage after approx. 9 months could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn lag screw, 10.5 mm, 95 mm, including set screw on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to breakage and pain.